Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: safetyglide. Device failure: scale marking issue.

Event description:
No additional information.

Manufacturer narrative:
Eleven samples were provided to our quality team for investigation. A visual inspection was performed. All syringes presented smeared printed numbers on the barrel. The condition observed is non-conforming per product specification. The potential root cause of the smeared print defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3255514. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide had a scale marking issue. The following information was provided by the initial reporter: "I have a product failure to report item 305903, syringe im shield 25 g x 5/8, lot # 3255514. I have 11 or them to return for investigation. ¿the printing on the syringes are double printed and blurry.¿ these are unopened and ready to be sent back. Credit to the account is preferred. I will need a label and RMA for return."